Manufacturer narrative:
Additional information was provided in h.3. And h.10. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Per the information provided a handpiece was used with the cartridge. The identified handpiece reported will not physically accommodate in the identified cartridge. This may have been reported in error. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was removed and wasted during the initial procedure. Additional information was provided by a healthcare professional who reported that during the intraocular lens (iol) implant procedure the posterior capsule tore with vitreous loss upon injection of the iol into the bag. An anterior vitrectomy was performed. The iol was removed and replaced with a sulcus lens. The procedure was completed. The surgeon could not determine the cause of the event. The patient is doing well.